Event description:
It was reported that the patient has migration of the generator and has been referred surgery. It was reported that the patient has lost weight and device diagnostics are: clinic notes dated (B)(6) 2014 note that the patient has been referred for lead and generator revision. The patient underwent generator and lead replacement as planned. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.